Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead through a remote (B)(4) transmission. No patient symptoms were reported. No intervention was performed.